Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7235953; medical device expiration date: 2020-08-31; device manufacture date: 2017-08-23. Medical device lot #: 8065881; medical device expiration date: 2021-03-31; device manufacture date: 2018-03-06. Medical device lot #: 7269787; medical device expiration date: 2020-10-31; device manufacture date: 2017-09-26. Medical device lot #: 8031702; medical device expiration date: 2021-01-31; device manufacture date: 2018-01-31. Medical device lot #: 8031563; medical device expiration date: 2021-02-28; device manufacture date: 2018-01-31. Medical device lot #: 7262855; medical device expiration date: 2020-09-30; device manufacture date: 2017-09-19. Medical device lot #: 7269788; medical device expiration date: 2020-10-31; device manufacture date: 2017-09-26. Medical device lot #: 8110883; medical device expiration date: 2021-05-31; device manufacture date: 2018-04-20. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder there was an issue with tube push off. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
It was reported with the use of the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder there was an issue with tube push off. There was no report of injury or medical intervention.